Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urge incontinence and urinary/bowel dysfunction. It was reported that their battery kind of flips over about 90 degrees and sticks straight out. Patient stated that they reached up the other night because it felt weird and it was sticking straight out so they put an abdominal binder on it to keep it from moving. The patient reported that the ins was not still and patient felt it was moving and can move it. Agent understood that the patient was referring to the implanted neurostimulators position. Patient mentioned that this was already discussed with their doctor on a phone call but they said that it was better to call the manufacturer representative (rep) to check why this was happening. The patient was redirected to their healthcare provider (hcp) to further address the issue. Agent sent an email to the field for visibility. Reviewed device education. Reviewed device specifications.